Manufacturer narrative:
MFR has completed its evaluation of the uf pump. Evaluation revealed that the piston did not move, resulting in low fluid removal. This could not have caused the problem reported. A broken clamp was found in the facility during initial evaluation. This was not received from the facility for evaluation. No conclusion can be drawn.

Event description:
A pt was scheduled to dialyze for 4 hrs in the hosp and machine was set to remove 1 kg. About 2 1/2 hrs into the treatment, the pt became hypotensive (bp=106/42 and was weighed. The weight bed showed that 2.1 kg. Had been removed. The pt was given 1500 ml of saline and treatment was completed on the same machine with uf turned off. There was no serious pt injury.